Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during treatment on the (B)(6) 2022, extensions were examined by the vascular access nurse and no leak was found, so the patient was commenced on dialysis. Within 20 minutes of commencing treatment, a pin prick leak of 1-3mls was noted in the middle of arterial (red) extension tube, renal registrar and vascular access nurse notified and the treatment was ceased. No additional medical treatment required as a result of the leak, the patient refused review, removal of leaking catheter and insertion of a new catheter with same product ID (identifier), same lot into the same site due to limited options for this patient occurred on the (B)(6) 2022, this involved a general anesthetic and an overnight stay in hospital, usual treatment regime was commenced. Nothing unusual observed on the device prior to use, flushing was done and nothing noted. The clamps were routinely moved for cleaning and dressing and it was not a protocol. The catheter was not repaired, no luer adapter issue, alcoholic chlorhexidine was the cleaning agent used on device, the cleaning agent was allowed to dry thoroughly prior to applying ointment to the area, and the insertion site was treated with betadine. Standard blood lines, syringe, and a competitor¿s tego type device were utilized. Blood transfusion was not required. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during treatment, extensions were examined by the vascular access nurse and no leak was found, so the patient was commenced on dialysis. Within 20 minutes of commencing treatment, a pin prick leak of 1-3mls was noted in the middle of arterial (red) extension tube, renal registrar and vascular access nurse notified, the treatment was ceased. No additional medical treatment required as a result of the leak, and the patient refused review. The removal of leaking catheter and insertion of a new catheter with same product ID (identifier), same lot into the same site due to limited options for this patient occurred on the next day. This involved a general anesthetic and an overnight stay in hospital, usual treatment regime was commenced. Nothing unusual observed on the device prior to use, flushing was done and nothing noted. The clamps were routinely moved for cleaning and dressing and it was not a protocol. The catheter was not repaired, no luer adapter issue, alcoholic chlorhexidine was the cleaning agent used on device, the cleaning agent was allowed to dry thoroughly prior to applying ointment to the area, and the insertion site was treated with betadine. Standard blood lines, syringe, and a competitor¿s tego type device were utilized. Blood transfusion was not required. There was no patient injury.